Manufacturer narrative:
.

Event description:
The customer reported the device displayed a shock equipment malfunction message during the operational check. : there was no reported patient involvement.